Manufacturer narrative:
The event was evaluated and investigated with the currently available information. The impacted device was not returned; therefore a device evaluation was unable to be performed. A device history record review was unable to be performed for lot related nonconformities, as no identifying lot information was made available. A historical data analysis identified no trends related to the nature of this event. The root cause cannot be established with the available information.

Event description:
It was reported on (B)(6) 2026 as surgeon was implanting screw the head snapped off. Surgeon was able to retrieve broken screw with minimal damage to surrounding bone. This extended surgery approximately 30 minutes to remove and implant new screw.